Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-05362. The pt received her scs system on (B)(6) 2011 including an ipg and two percutaneous leads (from the same lot). It was reported the pt noticed a dime sized nodule at the lead insertion site. The pt also experienced a slight fever. She was admitted to the emergency room the night of (B)(6) 2011. The pt underwent blood work and a spinal tap. The results showed the pt had pneumonia and an infection at the lead insertion site. The issue was resolved with IV antibiotics.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.